Manufacturer narrative:
(B)(4). PMA/510(k) #: k124030. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureteral stone procedure, the cook® single-use holmium laser fiber broke upon first firing. A new laser fiber was opened and used to complete the case successfully. There were no adverse consequences to the patient as a result of this occurrence. No additional procedures were required and no unintended part of the device remained in the patient¿s body.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection of the returned device was conducted. The investigation also included a review of complaints, device history record, the instructions for use, and specifications one open package labeled rpn hlf-s273-hsma with label lot number 8450018 was received. The fiber was returned in three segments. The distal segment measured 183.5cm in length with 7mm of fiber quartz extending from the distal end of the blue cladding. The center segment fiber was separated but partially attached by blue cladding. During handling the device cladding completely separated. The center segment measured 103cm in length. The proximal segment including the plug measured 17cm in length. Light discoloration from charring at the points of separation is visible under magnification. The severed ends of the cladding have a melted appearance and have been pulled to separation. This device is tested to assure the program has recognized the fiber and no failure codes are present. In addition, assuring no breaks are present along the fiber length and the green output from the end of the fiber creates a well-defined circle. The device history lot record for lot number 8450018 was reviewed and no related non-conformances were observed. A search of complaint records found this is the only complaint associated with lot number 8450018. A review of relevant manufacturing documents was conducted. The device was inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The only information regarding the laser machine used with the fiber reported by the customer indicated the laser machine used was a coherent versa pulse (manufactured in 1997) and believed to be an 80-watt device. The power settings used were not known. The cause of fiber damage could be attributed to any of the scenarios listed in the instructions for use (IFU) precaution section. Precautions: a number of different factors affect the life of any particular fiber, including: extended lasing at high power. Continuous lasing with the fiber tip in contact with tissue. Improper handling poor lasing beam alignment of focus never subject fiber optics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiber optic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed recommended power limits. The laser fiber was returned and the reported broken fiber was confirmed. The definitive cause of the fiber breaking is unknown. It can be caused by several factors as noted in the IFU. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. The investigation also included a review of complaints, device history record, the instructions for use, and specifications one open package labeled rpn hlf-s273-hsma with label lot number 8450018 was received. The fiber was returned in three segments. The distal segment measured 183.5cm in length with 7mm of fiber quartz extending from the distal end of the blue cladding. The center segment fiber was separated but partially attached by blue cladding. During handling the device cladding completely separated. The center segment measured 103cm in length. The proximal segment including the plug measured 17cm in length. Light discoloration from charring at the points of separation is visible under magnification. The severed ends of the cladding have a melted appearance and have been pulled to separation. This device is tested to assure the program has recognized the fiber and no failure codes are present. In addition, assuring no breaks are present along the fiber length and the green output from the end of the fiber creates a well-defined circle. The device history lot record for lot number 8450018 was reviewed and no related non-conformances were observed. A search of complaint records found this is the only complaint associated with lot number 8450018. A review of relevant manufacturing documents was conducted. The device was inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The only information regarding the laser machine used with the fiber reported by the customer indicated the laser machine used was a coherent versa pulse (manufactured in 1997) and believed to be an 80-watt device. The power settings used were not known. The cause of fiber damage could be attributed to any of the scenarios listed in the instructions for use (IFU) precaution section. Precautions: a number of different factors affect the life of any particular fiber, including: extended lasing at high power. Continuous lasing with the fiber tip in contact with tissue. Improper handling poor lasing beam alignment of focus never subject fiber optics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiber optic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed recommended power limits. The laser fiber was returned and the reported broken fiber was confirmed. The definitive cause of the fiber breaking is unknown. It can be caused by several factors as noted in the IFU. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.